Manufacturer narrative:
The hill-rom technician found all four brake caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at th e account in ccu. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).